Manufacturer narrative:
The lens was returned to b+l for evaluation. The optic has been cut in half. One haptic is attached to each piece of the optic. One haptic is bent. Reportedly the surgeon used provisc viscoelastic and duovisc. Per dfu, these viscoelastics are not validated for use with the mx60 lens. The device history record was reviewed, and no discrepancy or anomaly related to reported issue was found. Based on the current information the most probable root cause is ¿operational context¿ that might have contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens haptic was damaged after lens implant. The lens was cut and removed intraoperatively. Incision was enlarged. A backup lens was implanted with no problem. Reportedly the patient¿s prognosis is good.